Manufacturer narrative:
The investigation is ongoing. Results will be provided in a follow-up report.

Event description:
It was reported, the ventilator stopped working, blank screen, no alarms. The pt was ventilated by non-return bag and anaesthesia maintained by propofol infusion. The machine taken out of use, MFR informed.